Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the electric pen drive device had a worn motor, would not run and was loose. It was further determined that the device failed pretest for general condition, check the attachment coupling, check power with power test bench and check speed with tachometer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, the electric pen drive device was not working properly and there was excessive noise and vibration when in use. It was reported that there was a five minute to the surgical procedure and the procedure was completed successfully with a spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.